Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusion), h11. Corrected field : b5 , e3 , g2 , h6 ( medical device ¿ problem code ). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the monitor had physical damage to it, not conductive to normal use. The fse replaced the display top cover (0040-00-0457). Device passed the performance and safety checks according to factory specifications.

Event description:
It was reported that the cardiosave intra aortic ballon pump(iabp) monitor had physical damage. Issues had occurred during preventive maintenance. There was no patient involved.

Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic ballon pump(iabp) had physical damage. Issues was occurred during preventive maintenance. There was no patient involved.